Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that "smelled hot" during clinical use. The ventilator was further reported to have been swapped for another. This event was reported to have occurred during clinical use- however, there was no allegation of harm or patient issue with this report.

Manufacturer narrative:
Unable to confirm serial number. The manufacturer's field service engineer did not confirm the reported problem. The manufacturer's field service engineer was instructed to not repair this device, as the facility retired this device. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The blower motor controller was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the component did not reveal any signs of damage or contamination. Testing of this component with a test ventilator revealed all tests were passed within specifications, and no errors or failures noted. The customer returned blower motor controller (bmc) was tested and no functional faults were identified. There were no odors detected during this troubleshooting process.